Event description:
It was reported that postoperatively, following a gastric sleeve procedure, involving five reinforced reloads and a powered shell, there was a content leakage. The patient was re-admitted to the hospital where multiple further investigations were requested including CT scan, gastrografin study and blood tests. The patient underwent percutaneous drainage via interventional radiology, and underwent endoscopic clipping and stenting. The patient now is on nutritional support via total parenteral nutrition (tpn). Expected length of stay, 90 days.

Manufacturer narrative:
D10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel. (Lot# n3f0260y) sigpshell, sig power sigpshell control shell, (lot# n3f0260y) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel. (Lot# n3f0260y) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel. (Lot# n3f0260y) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel. (Lot# n3f0260y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.